Manufacturer narrative:
1. DHR/bhr review lot 3332141: 1. This batch of products were assembled at intima ii auto line 2 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was 198,000 ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken, and the catheter tipping is examined under the microscope. No abnormality is found. Penetration force test is carried out on the sample, and the needle tip force, catheter tip force and catheter drag force all meet the product specifications. Please see attachment pr 10285620-1 for the test report. 4. During the production process, the catheter head will be tipped to facilitate smooth puncture, and the catheter after tipping will be 100% inspected by the vision system. Please see attachment pr 10285620-2 for the process of zone 2. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the defect status of the catheter head cannot be confirmed, so the root cause of a slight cut at the tip of the catheter cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2024, when infusing the patient, the indwelling needle was not carefully checked before puncture. When rotating the needle core left and right, the edge of the catheter was not carefully checked to see whether it was rough and whether there were barbs on the bevel of the needle tip, resulting in the needle tip entering during the puncture. However, because there was a slight cut at the tip of the catheter, the tip of the catheter was tilted and could not enter the skin along the needle tip, and the puncture failed. 1. Nurses in the infusion class have to perform a large number of infusions a day. The work content is repetitive and it is easy to form inertial thinking. 2. Failure to carefully check the quality of the indwelling needle before operation. Just rotate the needle without taking a closer look at the tip. 3. There is a gap in the quality of indwelling needles compared with before; 1. Immediately apologize to the patient and comfort the patient. 2. Select the indwelling needle again and check it carefully before puncturing again.